Event description:
During the attempted insertion of a trapease vena cava filter, the physician felt severe resistance when the product went through the excessive bending of the femoral vein. The physician continued to push the filter through the vein, but the device would not track any further through the delivery sheath. When the device was removed from the patient, it was confirmed that a barb of the filter had passed through the delivery sheath. The procedure was aborted at this point. There is no information as to how the patient is being treated. The patient is in stable condition. The pt was an female patient. The filter was being placed to prevent pulmonary embolism. The physician made access to the patient in the right femoral vein, which was severely tortuous. The excessive bending was found during a venogram that was performed prior to the procedure. The product was properly inspected and prepped prior to the procedure. The measurements of the vena cava are unknown. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.